Event description:
This complaint is from a literature source. The following literature cite has been reviewed: macaskill m, peluso r, lash j, hewett te, bullock m, caughran a. A three-dimensional comparison of pre- and post-component position in a series of off-label robotic-assisted revision total knee arthroplasties. Arthroplast today. 2023 dec 27;25:101310. Doi: 10.1016/j.artd.2023.101310. Pmid: 38229867; pmcid: pmc10788208. Objective/methods/study data: this study compares the pre- and post-revision implant positions in series of revision total knee arthroplasties (tka) using a competitor robotic arm system in 25 revisions performed between july 2021 and march 2023. The manufacturer of the revision products is unknown and the revision was performed with a competitor robotic arm. Of the 25 revisions, 5 patients had primary depuy knees. There is no indication the patellas were resurfaced and the manufacturer of the cement utilized in the primary tkas is unknown. This complaint will capture the 5 patient specific revisions of depuy tkas listed in table 1. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: attune ps tka, pfc sigma ps tka, attune cr tka: all tka constructs include a femoral component, tibial tray, and tibial insert case 3: female/84 years old: received revision of right primary attune ps femoral component, tibial tray, and tibial insert to treat instability case 6: female/70 years old: received revision of left primary pfc sigma ps tka to treat aseptic loosening at an unknown interface of the tibial tray and femoral component. Case 8: male/65 years old: received revision of left primary pfc sigma ps tka to treat aseptic loosening at an unknown interface of the tibial tray and femoral component. Case 16: male/72 years old: received revision of right primary attune ps tka to treat aseptic loosening at an unknown interface of the tibial tray and femoral component. Case 25: male/62 years old: received revision of right primary attune cr tka to treat aseptic loosening at an unknown interface of the tibial tray and femoral component. Adverse event(s) and provided interventions possibly associated with unk knee femoral attune ps (qty 1) case 3: female/84 years old received revision of right primary attune ps femoral component, tibial tray, and tibial insert to treat instability. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty 1) case 3: female/84 years old received revision of right primary attune ps femoral component, tibial tray, and tibial insert to treat instability. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial insert (qty 1) case 3: female/84 years old received revision of right primary attune ps femoral component, tibial tray, and tibial insert to treat instability. Adverse event(s) and provided interventions possibly associated with unk knee femoral sigma ps (qty 1) case 6: female/70 years old: revised to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray sigma (qty 1) case 6: female/70 years old: revised to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk knee femoral sigma ps (qty 1) case 8: male/65 years old: received revision of left primary pfc sigma ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray sigma (qty 1) case 8: male/65 years old: received revision of left primary pfc sigma ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk knee femoral attune ps (qty 1) case 16: male/72 years old: received revision of right primary attune ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty 1) case 16: male/72 years old: received revision of right primary attune ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk knee femoral attune cr (qty 1) case 25: male/62 years old received revision of right primary attune ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty 1) case 25: male/62 years old received revision of right primary attune ps tka to treat aseptic loosening at an unknown interface. Femoral component, tibial tray, and tibial insert revised.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: macaskill m, peluso r, lash j, hewett te, bullock m, caughran a. A three-dimensional comparison of pre- and post-component position in a series of off-label robotic-assisted revision total knee arthroplasties. Arthroplast today. 2023 dec 27;25:101310. Doi: 10.1016/j.artd.2023.101310. Pmid: 38229867; pmcid: pmc10788208. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.